Event description:
It was reported that the electronic patient gas system (epgs) was set to 55% oxygen (o2) and was bouncing between 40-80% o2. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: d4 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. D4 ¿ primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown. Multiple diligence attempts for retrieving the serial number were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.